Manufacturer narrative:
The device will not be returning for evaluation, as an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has expired. The pump support was withdrawn per family decision in the hospital. The pt had a long term infection and had suffered a stroke prior to hospital admission. It was reported by the vad coordinator that the pt was non-complaint with anticoagulation medications and routine care. The pt was not a candidate for advanced therapies. No autopsy will be performed and the pump will not be returning.